Manufacturer narrative:
B5: the reporter indicated the surgeon inserted and removed a 12.6mm vticm5_12.6 implantable collamer lens -05.00/+2.0/104 (sphere/cylinder/axis), during the same surgery due to the lens did not open up fully "scrolled up". Additional information has been requested but none has been forthcoming. H1: malfunction h6: adverse event problem: health effect - impact code (f): 2199 h6: adverse event problem: medical device problem code: (a): 3189 claim # (B)(4).

Manufacturer narrative:
Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens -05.00/+2.0/104 (sphere/cylinder/axis), into the patient`s eye. The lens was removed due to the lens did not open up fully "scrolled up". Additional information has been requested but none has been forthcoming.